Manufacturer narrative:
The tech replaced the high voltage and logic boards to repair the bed.

Event description:
Info received indicates there is no power to bed due to shorted high voltage and logic boards.